Event description:
The socket is considerably undersized for its intended operation. The corners of the socket are = 1/16", causing the socket to split at these locations during normal operation, thus rendering the kidney bridge inoperable. Rptr recommends that the sockets be made thicker or that the MFR uses a stronger material. The hand control has been a problem since rptr received the tables. Due to their small hanging bracket, they are very susceptible to being knocked off the side rails during armboard installation or headrest removal. This causes the hand control to fall to the floor and, because of no protective padding, jar loose electrical connections. Rptr recommend one of two solutions: (1) create a better mounting assembly or (2) provide a protective cover (ie, a rubber case which will only leave the push buttons accessible).